Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, low impedance measurements were noted in both configurations. The patient was in stable condition. The physician would continue to monitor the patient.